Event description:
It was reported that the 9800 system was booting up with a charger failed error code. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the filament driver circuit board. The system was tested and found to be working as intended and placed back into service.